Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported having 3 syringes of juvéderm ultra plus which had the plunger rod dislodge from the syringe during withdrawal. The event occurred after the patient's skin had been punctured but there were no injuries.